Event description:
Pt is post bilateral mastectomy. Pt diagnosed with deflation of right tissue expander. Surgical intervention performed. Device was replaced. Biomedical report: pinpoint defect at the periphery.